Event description:
It was reported that an external blood leak was observed originating from the dialysate port of a prismaflex m150 set during continuous renal replacement therapy. The nurse verified ¿the connection was tight and secure¿. Treatment was discontinued and the filter was replaced. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was blood leakage from the access screwed connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.